Event description:
Caller reported experiencing air bubbles and gaps in the system, specifically within the infusion set tubing during pumping, but there was no adverse impact on the customer's blood glucose level. Caller confirmed using room temperature insulin, secured connections, and performed necessary air removal procedures, yet continued to observe air bubbles measuring 1 to 2 cm. Customer, who is using tandem mobi with cartridge lot number w1436620, decided not to proceed with troubleshooting, and no further action was required.